Event description:
Report received of an overdelivery. The customer contact indicated that the event was the result of an operator error in programming the device. In 2004 at 0100, the pump was programmed to deliver 25000 units of heparin in 250ml at a rate of 30ml/hr instead of the intended rate of 11ml/hr. At 0550, the nurse noted the error. The pump was reprogrammed to deliver at the intended rate of 11ml/hr, but the nurse powered off the pump after "about 2 minutes." A ptt was drawn and found to be "outside the baseline." There were no reported medical interventions required. The pump was removed from clinical service. Though requested, no additional information was provided.